Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there appeared to be "light portions" on the infusion set tubing. During troubleshooting with tandem technical support, it was found the patient line was bent. There was no impact to customer's blood glucose level.